Manufacturer narrative:
(B)(4) device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as: 2134265-2017-06949. It was reported that the burr became stuck on wire. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr and the rotawire got stuck. Then, the devices were removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.